Manufacturer narrative:
The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported, right side 'possible infection'. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h4, h6.

Event description:
Patient reported right side possible infection. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 4/22/2024.

Event description:
Patient reported right side 'possible infection.' Device remains implanted.